Manufacturer narrative:
Device evaluation: visual inspection found that the polycarbonate components of the sluff chamber and adapter body were fused together showing evidence of being operated with inadequate irrigation. The likely cause of the seizing is due to improper fluid flow during use. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During the acl (anterior cruciate ligament) reconstruction procedure, utilizing the abrader, 5.5,ep-1,dspl blade, the burr shed metal and then froze up. A back-up device was used to complete the procedure. The surgeon was unable to flush all of the particulate from the patient. There were no reports of patient injuries or complications.